Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during the ipg revision procedure (reference MFR report 1627487-2014-24098) the physician added extensions. Lead diagnostics revealed high impedances. The extensions and leads were tested independent of the ipg, which revealed high impedances on one side of the lead. The physician reports there is a nick in one lead tail. The patient was receiving effective stimulation intraoperatively and postoperatively. Follow up information identified reprogramming was able to provide more coverage to the pain areas, however, the patient is experiencing pain and unintended stimulation in her stomach. Surgical intervention may be pending ot address this issue.